Event description:
It was reported that during a sigmoid resection procedure, the device fired once however after it was reloaded and fired the device would not unlock. The device was locked on bowel and somehow the surgeon got the device to come apart and off the tissue. There was no cut line nor staple line. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second. If echelon, during which stroke did the event occur? After firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Continuation. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The release button would not go back. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The caller stated that the device did complete the firing sequence the analysis results of the device found that it was received in good visual condition and with an ecr60b reload loaded in the device. The reload was noted to be partially fired 1/4. Upon evaluation, the reload was noted to have the deck and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.